Manufacturer narrative:
G4:12feb2021. B4:15feb2021. Multiple attempts were made to retrieve further information but were unsuccessful. As per the reporter, the investigation performed on this unit was mandated by competent authorities based on the covid situation. The unit had been inoperative and sitting at the biomed shop without being repaired. Philips was notified of unit failure but was not authorized to conduct the investigation. A third party conducted the repairs, and as a result, no further information can be obtained at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24jul2020.

Event description:
It was reported the backup battery failed. There was no patient involvement.